Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the iliac arteries were severely angulated. It was reported that during a follow-up visit the distal end of the iliac stent graft was found to have separated from the cuff that was used to bell-bottom the iliac artery likely due to minimal overlap between the stent graft components and also due to the aneurysm remodeling over time. Bridging the separated components was attempted: however, that was not successful and the device did not track as the vessel was severely angled. During this attempt the device kinked therefore, it was removed from the pt. The dr elected to perform a surgical conversion procedure which was successful.